Event description:
Boston scientific received information that this right ventricular pacing lead exhibited intermittent loss of capture and high out of range pacing impedance measurements. The patient was symptomatic and presented to the hospital with an escape heart rate of 28 beats per minute. A chest x-ray was performed and it appeared the lead had fractured. Warn insulation and an acute bend in the lead was observed. An invasive procedure was performed and this lead was capped and surgically abandoned. Another manufacturer's lead was successfully implanted.

Manufacturer narrative:
Records indicate this lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.